Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead. (B)(4).

Event description:
Additional information reported that the patient mentioned had dysentery with mucus and blood and took flaggy for 10 days which then went away.

Event description:
It was reported that when the patient had the temporary one placed, the last couple of days before the permanent implant was placed their urine was brown. It was further reported that after the trial, the patient had an infection in their bowel. They ended up with diarrhea and mucal in the stool. The patient had bad cramps and thought there was blood in the stool as well. The patient gave their health care provider (hcp) a stool sample, but they never told the patient what came of that. The patient was given antibiotics that helped for a couple of days, but then the infection came back. The patient had to take another round of antibiotics. The patient was fine now, but wanted more answers on this.